Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that, the customer had high blood glucose level of 456 mg/dl. These last couple of times the pump alarmed with an insulin flow blocked alarm. Customer states her blood glucose have been high so she had to change her infusion sites and noticed the cannula was bent. Customer states she also received insulin flow blocked alarms. After performing troubleshooting of insulin flow blocked alarm, the alarm did not occur during fill tubing. Customer reports event was resolved by infusion change. Customer states she also received insulin flow blocked alarms. Customer treated with a manual injection for blood glucose. Customer advised to change the infusion set and sending customer a quick serter device. Customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.